Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting from insulin pump, no delivery alert, multiple insulin pump error alarm and insulin pump had crack at top of the reservoir and battery compartment. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer able to successfully clear the alarm. Customer able to complete insulin pump rewind. Customer stated that the reservoir able to lock into place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.